Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to door not fully latched messages (likely what the reported door latch malfunction was referring to) which were experienced while attempting to run a loaded set. They were caused by out of adjustment door hooks and latch pins. The door hooks and latch pins were replaced.

Event description:
It was reported that a spectrum pump had a door latch malfunction. It was also reported there was no pt involvement.